Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor after the patient ended use of the lifevest in (B)(6) 2017. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient that he received multiple inappropriate treatments and serious injuries from the lifevest. In a letter received on 06/08/2018, the patient reported that he received "multiple electric shocks without any warning" which sent him to the emergency room. The patient also reported that he was burned by the device and had skin inflammation. The patient reported experiencing severe pain and soreness, for which he received a pain relief medication. The patient's physician reportedly recommended physical therapy to the patient due to the pain. The patient reported that he was still recovering from the defibrillation events and has "long lasting residual injuries" even though the event(s) occurred more than a year ago. Review of the patient's download data confirms that the patient was never treated by the lifevest. Attempts to follow-up with the patient about the alleged injuries were unreturned by the patient. Additional information about the injuries is unknown at this time.